Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/28/2012. Evaluation of the device observed that 2 pins were broken. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that during the kit inspection for the universal oscillating saw attachment the hospital noticed the oscillating saw didn't open and it was not possible to include saw inside. No additional clinical information was received prior to this report.